Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range (oor) shock impedance measurement. A save to disk was sent to technical services (ts) for review. Patient will remain in the hospital until the physician decides how to precede. There were no adverse patient effects reported. Subsequently, additional information was received that ts reviewed the save to disk and confirmed the high oor shock impedance measurement. The decision was made to not perform a revision at this time.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.